Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 47 mg/dl, which was treated with food. The most recent blood glucose reading was 140 mg/dl. The customer noted that he had experienced low blood glucose levels for about 7 to 10 days. Upon inspection, the customer stated that the reservoir showed the same amount of insulin as was shown on the status screen. The insulin pump also passed the displacement test. He requested assistance with lowering his evening basal rate and was advised that the settings could not be lowered unless he knew the exact settings he wanted to program. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.